Event description:
It was reported that the user experienced excess basal insulin delivery during sleep while using the ilet, leading to low glucose episodes; a caregiver and healthcare provider requested and completed a factory reset with troubleshooting and education provided. Symptoms included hypoglycemia requiring oral glucose treatment. Outcomes included transient low glucose without reported hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was related to hypoglycemia of unclear cause, and the user was counseled on expectations after reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.